Event description:
Per independent repair center statement the unit had no flow. The key failure was the sieve beds were dusty. Additional malfunctions include the heat exchanger disconnected for the manifold and was reconnected.